Event description:
A customer¿s wife reported a ¿sensor ended¿ error message was received on the 10th day of wearing the freestyle libre 2 sensor. As a result, the customer experienced symptoms described as ¿sweating, sugar dropped, deep sleep, falls, and a loss of consciousness however, the customer was able to treat himself with food upon regaining consciousness. There was no report of third-party treatment for the reported issue. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.